Manufacturer narrative:
An intuitive surgical inc. (Isi) field service engineer (fse) was dispatched to the site to further investigate the reported event. The fse powered on the system and performed a test drive. The unit did not present any errors. The fse attempted to replicate the error for multiple times but with no success. The fse replaced the integrated electrosurgical unit (iesu) erbe for customer satisfaction. The system was tested and verified as ready for use. Isi did receive the erbe to perform failure analysis. The unit was analyzed and found to have errors. A visual inspection revealed a condition that maybe related to the activation fault. The system showed error c-38 occurred while firing through monopolar port 2. Additional erbe errors were observed as well. The probable root cause is attributed to an internal electrical or electronic component malfunction within the erbe generator. The observed errors indicate abnormal voltage and current measurements during energy activation, as well as internal module timing delays during state transitions.

Event description:
It was reported that during a da vinci assisted surgical procedure, the integrated electrosurgical unit (iesu) erbe was faulting with repeated error(s) u-02. Customer tried power cycling the generator multiple times but with no change. An intuitive surgical inc., (isi) technical support engineer (tse) advised customer that unit needed to be replaced. Tse suggested that they can use a covidien generator as a back-up. It was further stated that they might need an activation cable for the same. Customer informed that generator started working normally at that point of time and that they have the covidien generator but were unsure if the activation cable was present. Tse explained the steps to connect the covidien generator with the activation cable when erbe is not functioning properly. On a follow-up call, customer asked for assistance in setting up the external generator but, the activation cable of valleylab was not compatible with covidien. Tse informed customer that the cable was designed for the force triad and all other generators were not verified by intuitive. Customer further stated that they only encountered the errors while using the monopolar energy. The bipolar was working fine. The procedure was completing as planned with no reported injury.